Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The sigma patella cutters are no longer functioning. Update 2/17/2017. Examination of returned guide with lot code j0905 noted signs of wear but found it to function as intended.

Manufacturer narrative:
Examination of the returned guide, lot code j0905, noted signs of wear but found it to function as intended. Based on no product problem identified, corrective action is not indicated. Continue to monitor via sep-(B)(4). Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.